Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported that during demo/training, the user was intentionally triggering alarms and got a persistent purge failure alarm after triggering a high baseline alarm. As a result, the pcs was replaced and the pump passed functional tests.

Event description:
There was no patient involvement. It was reported that during demo/training, the user was intentionally triggering alarms and got a persistent purge failure alarm after triggering a high baseline alarm. As a result, the pcs was replaced and the pump passed functional tests.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "it would not purge" is not confirmed. The returned pcs assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot numbers with 1 relevant finding; however, the affected pcs assembly was returned to the vendor. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.